Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A device history records (DHR) review did not reveal any issues that could have contributed to this complaint event.  A review of lot history for the related work order revealed no other complaints for the reported events. The occurrence rates did not exceed their respective may 2019 control limits for the applicable trend categories. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. Product verification testing included the following. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Instructions for use (IFU), system preparation manual, procedural training manual, and subclavian supplemental training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. The complaints were unable to be confirmed as no device and no relevant photographs, videos, or imagery were provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. Per the complaint description, resistance was felt when aligning the valve on the delivery system. Although information on the patient¿s anatomy was not provided, it is possible that factors such as vessel tortuosity may have contributed to the complaint. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in tortuous anatomy, it could have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The resulting in high valve alignment forces could then damage the crimp balloon, leading to the reported leakage. This suggests that the valve alignment difficulty may have occurred due to patient and/or procedural factors. Additionally, other vessel characteristics such as minimum luminal diameter (mld) and calcification, in addition to tortuosity, could have resulted in withdrawal difficulty. The minimum vessel diameter required for use of the 26 mm commander system is 5.5 mm. If the vessel was less than 5.5 mm, the pathway to advance and retrieve the delivery system would be difficult. If the access vessel was calcified or tortuous, calcification could damage the balloon upon entry and, along with tortuosity, could create a difficult pathway along the subclavian vasculature. Per the training manual, during thv retrieval, the thv should first be retrieved into the sheath before removing the sheath and delivery system together as a single unit. As mentioned in the complaint description, ¿the sheath backed out¿ when the delivery system was attempted to be retrieved. If the sheath backed out of the aorta into the access vessel and the patient¿s anatomy was calcified and/or tortuous, the valve and delivery system could get caught on the vasculature and/or calcification, making it difficult to retrieve back into the sheath. As such, it is possible that patient (vessel characteristics) and/or procedural (valve alignment not performed in straight section of aorta) factors contributed to the reported events. However, not enough information was provided to determine a root cause. The complaints were unable to be confirmed, as not device or relevant imagery was provided. However, a review of DHR and manufacturing mitigations did not reveal any indication that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU and training manual revealed no deficiencies.  Although the root cause was unable to be determined, available information suggests that patient (vessel characteristics) and/or procedural (valve alignment not performed in straight section of aorta) factors may have contributed to the events. Review revealed that the occurrence rate does not exceed control limits for the respective trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during alignment with the 26mm commander delivery system, resistance was felt when the valve was being placed in between proximal and distal marker. The team decided to test the integrity of the balloon by sucking back using the atrion. They were only able to suck back 1cc of contrast due to the max volume of the atrion being 25cc. Since no blood was found in the atrion they decided to proceed with deployment. During deployment the balloon didn¿t inflate. They decided to abort and retreated the valve. During the retrieval, the sheath backed out and the delivery system and valve got stuck in the right subclavian artery. After surgical cut down they were able to extract the delivery system and valve.